Manufacturer narrative:
H3: a sample was returned from the reported lot number for evaluation. During the visual examination of the sample, cracks on both header cap were observed. The crack on the non-cavity ID end measuring approximately 0.875 inches, and the crack on the cavity ID end measuring approximately 2.0 inches. No other damage or irregularities were noted on the returned sample. There was no indication the cracks were due to distribution. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the biomed tech, it was clarified that the blood leak occurred one minute into the hd treatment. The dialyzer was noted to have a crack on the header. The blood leak was noted as being an external blood leak at the crack on the top header of the dialyzer. The leak was visually observed. The machine, a fresenius 2008k2 machine, did not alarmed with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. In a follow up with the clinic manager, rn, the patient information was provided and it was confirmed that the complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the biomed tech, it was clarified that the blood leak occurred one minute into the hd treatment. The dialyzer was noted to have a crack on the header. The blood leak was noted as being an external blood leak at the crack on the top header of the dialyzer. The leak was visually observed. The machine, a fresenius 2008k2 machine, did not alarmed with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. In a follow up with the clinic manager, rn, the patient information was provided and it was confirmed that the complaint device was available to be returned to the manufacturer for evaluation.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the biomed tech, it was clarified that the blood leak occurred one minute into the hd treatment. The dialyzer was noted to have a crack on the header. The blood leak was noted as being an external blood leak at the crack on the top header of the dialyzer. The leak was visually observed. The machine, a fresenius 2008k2 machine, did not alarmed with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. In a follow up with the clinic manager, rn, the patient information was provided and it was confirmed that the complaint device was available to be returned to the manufacturer for evaluation.